Event description:
Boston scientific supplies angiographic needles on a bulk, non-sterile basis to a facility for inclusion into facility's tray kits. During preparation of the production of these tray kits, an assembly operator pricked their hand with a needle, as the needle guard had fallen off. The operator received cleaning of the skin and a bandage, no additional medical intervention was necessary.